Event description:
While placing umbilical lines on a premature infant with the standard umbilical line kit kept in the nicu. Md cut the cord down with the light blu scalpel and when md pressed the button to retract the needle back into the device, the scapel shot back at md (not the sharp part) and fell to the ground. Md was not struck by the scapel and no one was harmed, but the scapel certainly seems like it was broken in some way. Scalpel was disposed. There was no patient involved in this event. There was no harm to provider or patient.